Event description:
The (B)(6) authorized a replacement for a hip, that had failed, by dr (B)(6) in (B)(6) under orthopedic associates. About one year after the surgery, I started noticing rolling and popping in the hip. Ever since I had the surgery, there is a dull ache pain that originates from my right hip and migrates into my groin. Because of circumstances, I moved to (B)(6) in 2010 and still have bad pain. I have gone, many times, to the (B)(6) to get checked and they are keeping an eye on the situation. Because of orthopedics in (B)(6) being backed up from soldiers returning from overseas, I have had a hard time making appointments. I have tried to see a local dr but (B)(6) is giving me the royal run around and not paying for anything. I talked to one of their specialists and because I retained council to watch and make sure my rights are being kept, their people told me to get my lawyer to look at it. They are truly smart and have no point to help anybody but themselves. I started out as one that would just like to get it fixed but because of this type of attitude, I am joining the ranks of the ones that want to be paid. Maybe then I can afford outside insurance and get this broken thing fixed.